Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t5. The patient was overweight and a fiber-optic intubation was used. During the procedure, imaging was completed using the o-arm device. The physician inserted two working cannulas at the appropriate location (as seen in theo-arm) and inflate the balloons without issues. After inserting cement into the two cavities, the physician used the o-arm to view the results and noticed that there was cement in the canal (mainly on the right side). The physician did a hemi-laminectomy on the right side to decompress the canal and remove the cement. He then captured images through the o-arm which showed a small amount of cement remaining on the left side of the canal. The physician then closed the patient. Reportedly, when the patient woke up she was paraplegic; patient had no motor movement in the lower extremities; with good sensation in the lower extremities. The patient's back pain was resolved. Follow up imaging using MRI and CT showed no extravasation into the vasculature. No additional information was reported.

Manufacturer narrative:
Method - follow-up with physician.